Event description:
Healthcare professional reported right side intracapsular rupture, and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; broken shell, underweight, fold creases, wear abrasion. A microscopic analysis was performed which identified; stress marks and nicks, broken shell with sharp edge where is localized stresses induced in posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side intracapsular rupture, and capsular contracture, baker grade ii. The device has been explanted.